Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a fall with a sore back. The patient hospital admission was not a consequence of device settings/behavior. Ventricular loss of capture and a slight increase of impedance were observed. Parameter changes were made. Patient was stable.